Event description:
The customer alleged they received questionable magnesium results on their c501 analyzer. The customer stated there were approximately 10 patients affected by this event. The customer provided data for one patient. The customer stated there were calibration and quality control alarms prior to the event. No further details were provided. The patient's initial magnesium result was 4.60 mg/dl and it was reported outside the laboratory. On (B)(6) 2014, the patient had a magnesium result of 2.30 mg/dl. Information on whether the results were from the same sample was requested but not provided. The customer stated the patient was not adversely affected by this event. The magnesium reagent lot number was 674955-01 and the expiration date was 10/31/2014. The field service representative went on site. He reviewed the calibration and quality control results. He activated the special washes. The field service representative stated a blank cell was realized and reviewed. He reviewed the system and wash unit.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. The calibration failed and there were instrument alarms issued for the quality control results. It was noted the customer was using an expired test application.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.